Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the xp-4000 could not be attached to the retractor. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the device. The device was very bloody. A functional test was performed to test the mount and lever. When the mount lever was pulled back, it successfully mounted on the accessrail platform. Based upon the findings above, the reported complaint "could not be attached to the retractor" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).